Event description:
Customer reported a high ma error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. System operates as intended.